Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection, the device could not be fired at the firing on the rectum, and the staples were unformed. When the event occurred, the surgeon removed the device from the patient before the breaking sound of the washer was heard. After removing the device, the surgeon grasped the firing handle again, and the washer was cut. The surgeon who fired the device initially was a newcomer. Another device was used to complete the case. When removing the first device, there was no bleeding and no tissue damage. The anastomosis site was cut and the second device was used without trouble. The procedure was not converted to open. The position of anastomosis site was lower than planned, because the anastomosis site was cut after first firing. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a91h. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. In addition, 6 partially formed staples were received inside of a plastic jar. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke; however the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.